Event description:
It was reported to vyaire medical that the ltv 1100 positive end-expiratory pressure (peep) is reading 0cmh2o no matter what it is set to. At this time, there was no information for patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer was advised to check the tubing and the positive end-expiratory pressure (peep) accumulator. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.